Event description:
During a cardiac cath procedure, tech was asked to record a pullback on the phillips xper recording system. Tech performed the normal steps to record the pullback but when she was asked to label a chamber in the heart on the system, the system would not allow her to record the pullback on the xper system in cath lab #2. After multiple attempts to stop the recording, the system would not stop recording and the green light would not turn off. The system was then restarted without success. The decision was made to do a total reboot. The patient was being monitored by the anesthesia team during the entire cardiac cath procedure. After rebooting the system, the prior pullback recording was lost and had to be repeated. The total delay in the case was 10 minutes.